Manufacturer narrative:
Evaluation summary: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 10th -13th distal stent segments were deformed with raised struts. (B)(4).

Event description:
It was intended to use a resolute onyx drug eluting stent to treat a moderately calcified lesion exhibiting 80% stenosis in the circumflex ostium. The lesion had been pre-dilated. The device was removed from the packaging, inspected and prepped prior to use with no issues noted. It was reported that the physician encountered resistance when advancing the device and a lot of force was required to try and cross the lesion and subsequently remove the device. The device was pulled back and difficulties were encountered when attempting to remove the device. When the stent was examined after removal, it was reported that the struts of the stent had been damaged in vivo during positioning. No patient injury reported. The procedure was completed with two resolute integrity drug-eluting stents (2.25x14 and 2.25x18) please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.